Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the tracker calibration on both trackers were off. The trackers were inaccurate. It was noted that this was based on a recent case where it was noticed that the navigation was off. The site re-spun and they were off by 5mm. Tejey re-spun again and were then accurate in navigation. There was a delay of less than one hour and no impact to the patient. A representative was later onsite and everything was accurate when tested with a dummy.